Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has a broken wheel. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported for cs300 intra aortic balloon pump (iabp) had an issue with the battery charge and deteriorated wheel set. A getinge field service engineer (fse) replaced power supply, caster for further use. All the functionality test completed and now machine is working normally.no patient involvement.

Event description:
N/a.